Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: review of the device history record found an anomaly and a nonconformance; both were identified as deficiencies that did not affect product integrity or product functionality; therefore, the device was approved for use. The DHR anomaly and nonconformance is not related to the reported event. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR report #s 1627487-2011-00436 and 1627487-2011-00437. The patient received an scs system on (B)(6) 2011 including an ipg, two percutaneous leads and two lead anchors. It was reported that her scs system was explanted due to a staphylococcus aureus infection found at the ipg pocket and leads site. Intravenous antibiotics were administered to the patient as treatment. The cause of the infection is unknown. Follow-up on this matter found that the patient is recovering well with no additional issues reported. The explanted products were retained by the hospital.